Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported m-11 errors on the erbe during monopolar use, while bipolar functioned normally. System logs also showed m-18 and c-30 errors. Technical support engineer (tse) recommended a power cycle to try to clear the errors. Customer again called back to report that m-11 and other errors persist on the erbe even after power cycling the system. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that system logs confirmed errors c-30 and c-38. Visual inspection showed no related issues, and the erbe could not cauterize monopolar instruments without c-34 or m-11 errors. The complaint was confirmed based on failure analysis. The probable cause in this case is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer encountered m-11 errors on the viodv erbe generator. The customer noted that the bipolar energy was working properly but the errors appear when monopolar energy was activated. The customer connected a third party generator for monopolar energy use. The technical service engineer (tse) viewed the system logs and confirmed errors m-11, m-18, c-30 then advised the customer to power cycle the erbe. The customer did so but the errors returned. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was able to complete the case robotically after connecting a stand alone bovie generator. The issue did not cause a surgical delay.